Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's implant procedure was unremarkable until induction testing. Defibrillation threshold (dft) testing was attempted and despite multiple efforts, delivery of 50hz of energy was unsuccessful. The induction button was not responsive on the shock test screen. Sometimes a press and hold button action was not registered by the programmer and no induction was delivered. The button responded during additional attempts, but only with about one second of 50hz energy. An issue with the programmer touch screen was suspected and a second programmer was utilized but the issue was not resolved. Next, a second programmer wand was utilized and induction testing was completed. Therefore, it was concluded that the first programmer wand was root cause of the clinical observations. The boston scientific local area representative was contacted for additional event details. The programmer serial numbers were unknown and no products will be returned for evaluation. The implant procedure was successfully completed and no adverse patient effects were reported.

Event description:
It was reported that this patient's implant procedure was unremarkable until induction testing. Defibrillation threshold (dft) testing was attempted and despite multiple efforts, delivery of 50hz of energy was unsuccessful. The induction button was not responsive on the shock test screen. Sometimes a press and hold button action was not registered by the programmer and no induction was delivered. The button responded during additional attempts, but only with about one second of 50hz energy. An issue with the programmer touch screen was suspected and a second programmer was utilized but the issue was not resolved. Next, a second programmer wand was utilized and induction testing was completed. Therefore, it was concluded that the first programmer wand was root cause of the clinical observations. The boston scientific local area representative was contacted for additional event details. The programmer serial numbers were unknown and no products will be returned for evaluation. The implant procedure was successfully completed and no adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for product analysis. Boston scientific performed an investigation with the available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Investigation determined that the most common cause of the touchscreen becoming unresponsive during use was the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. Boston scientific's investigation also identified additional potential causes independent of the water detection feature. These include a variety of unrelated root causes such as hardware, environmental, software, and user-related causes that can be intermittent and not reproducible during laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.